Event description:
Senseonics was made aware of an instance wherein a patient using the eversense cgm system went through a hypoglycemia event and reported that the eversense cgm system did not provide an alert for the low glucose reading because the eversense transmitter battery was dead.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The patient's transmitter was not holding charge as expected resulting in complete discharge and hence did not provide hypoglycemia alerts. Patient did not report any serious injuries. The patient took fruit juice to increase his glucose value and is feeling fine. The transmitter not holding charge complaints were investigated as part of a corrective and preventive action (CAPA) and the root cause was identified to be extended periods of battery storage on shelf before assembly leading to reduced battery capacity. As part of corrective action, additional manufacturing controls and inspection were implemented to test the batteries before being assembled.